Event description:
Procedure type: lap sigmoid colectomy, #31 stapled anastomosis. According to the reporter: during insertion of trocar with obturator, surgeon identified a foreign object and retrieved it. It was part of the obturator but one part, of the blue guard was still missing. No tissue damage or pt reported on the complaint form. Another device of the same kind was used to correct this condition. No pt injury was reported.